Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation included eval of the display adapter pcb connections. They were evaluated, cleaned and reseated. The system was tested and found to be working as intended and put back into service.